Manufacturer narrative:
(B)(4). The sample is available for evaluation. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed by evaluation as a damaged port. This damage resulted from an attempted clean flash cycle, due to use/mis-use conditions. The lot number is unknown; therefore, a batch review cannot be performed.

Event description:
A crack occurred in the port of the y-set when the patient tried to connect the transfer set to the y-set by clean flash. There was no patient injury or medical intervention.